Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported intermittent spo2 readings with the rd cable. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. No physical damage was observed. No short or open circuit was detected, and no intermittent short or open circuit was detected when the cable was manipulated. The returned cable and a lab sensor were placed on a simulator for 60 minutes and were able to obtain spo2 and pulse rate values throughout the entire 60 minutes of testing with no problem detected.

Event description:
The customer reported intermittent spo2 readings with the rd cable. No patient impact or consequences were reported.